Manufacturer narrative:
Medical device expiration date: unknown. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and two qn issues were raised during this production run for "damaged thread" due to broken pins on two mold cavities. (B)(4) unites were scrapped.

Event description:
It was reported that part of the screw on the bd vacutainer® one use holder wasn't molded properly (plastic molding defect). No serious injury or medical intervention.